Event description:
New information noted that the reason for lead replacement was abnormal impedance and noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 after receiving a vibratory patient notifier alert due to high impedance on the right ventricular lead. An upward trend of impedance measurements has been observed for a few months. The lead was capped and replaced on (B)(6) 2018. The patient tolerated the procedure well.